Manufacturer narrative:
Medical device name update to frn.

Event description:
The following has been reported: biomed reported this pump 2226900073 have malfunction and error codes, no stopped infusions or patient harm reported. Pump have been properly cleaned and reset, still have pump error messages. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
The device was returned for sticky pins. While no initial drag was observed on the pins, an internal investigation found there were contaminants building up on the pins. They were cleaned and the pump is infusing normally. No additional damage was identified.